Manufacturer narrative:
Device is not available for eval. Internal investigation in process.

Event description:
The surgeon reports by letter about breakage of screws during explanation of the profyle modular system.